Manufacturer narrative:
Correction to the initial MDR in block(s) device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. The field date of event (b3) was estimated as the event date was not provided in the voluntary report medwatch. Investigation summary: based on the available information, although the product did not return for analysis, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: no DHR review conducted due to there being no upn or lot number available to trace back to the customer sales. It is unlikely for rejects to slip through since there is 100% in-line inspection in place to prevent defects from leaving the facility. Device technical analysis: the device was not available to return for analysis; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross steerable access solution risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device as the information provided and clinical event are anticipated in nature as per the instructions for use.

Event description:
It was reported that a patient death occurred. During a procedure, a versacross steerable sheath was selected for use. It was reported that a pericardial effusion injury had occurred. The clinical account specialist reported that the injury is believed to have been caused by a perforated left atrial appendage. The physician believes he advanced the sheath 'too far in' right after the transseptal. A drop in the patient's blood pressure was noted and discovered the pericardial effusion using intracardiac echocardiography (ice). The physician performed a pericardiocentesis and removed around 2,500 ml of fluid. The surgeon arrived to perform surgery, they 'cracked her chest'. The patient passed away due to the injury. The device is not expected to be returned for analysis. MDR report #: mw5182176.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. The field date of event (b3) was estimated as the event date was not provided in the voluntary report medwatch.

Event description:
It was reported that a patient death occurred. During a procedure, a versacross steerable sheath was selected for use. It was reported that a pericardial effusion injury had occurred. The clinical account specialist reported that the injury is believed to have been caused by a perforated left atrial appendage. The physician believes he advanced the sheath 'too far in' right after the transseptal. A drop in the patient's blood pressure was noted and discovered the pericardial effusion using intracardiac echocardiography (ice). The physician performed a pericardiocentesis and removed around 2,500 ml of fluid. The surgeon arrived to perform surgery, they 'cracked her chest'. The patient passed away due to the injury. The device is not expected to be returned for analysis. MDR report #: mw5182176.